Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer indicated that a force bipolar instrument installed on universal surgical manipulator (usm) #2 was stuck on tissue. The customer had tried unsuccessfully to use the instrument release kit (irk) to try and open the instrument's jaws. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified that the customer pressed the emergency stop button prior to using the irk tool but the jaws would not open. At that point, the surgeon decided to cauterize around the jaws with another instrument to release the tissue from the instrument. The customer was then able to remove the instrument from usm #2. The customer installed a new instrument on usm #2 and was able to manipulate it with no issues. The tse instructed the customer to send the force bipolar instrument back to isi for failure analysis. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video of the procedure was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted unilateral inguinal hernia surgical procedure, the jaws of the force bipolar instrument were stuck grasping tissue and could not be opened. As a result, the surgeon cut tissue around the jaws to release the instrument. The cause of the customer reported failure mode is unknown.